Manufacturer narrative:
Reporter is a synthes employee. Part: 323.460, lot: 3295330, manufacturing site: (B)(4), release to warehouse date: december 4, 2009. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the univ-drill-guide 4.5/3.2 f/neutral+load (part no- 323.46, lot #: 3295330) was returned to us customer quality (cq). Upon visual inspection, the distal end of the drill sleeve was deformed. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Complaint confirmed: yes. Investigation conclusion: the complaint condition was confirmed for the received device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, it was discovered during inspection of the device that the device was worn. There was no patient involvement. This report involves one (1) depth gauge for 3.5mm cortex screws. This is report 1 of 1 for (B)(4).